Event description:
Angioedema [angioedema]. Rha 4 was placed subdermal and some supraperiosteal [wrong technique in product usage process]. Expired device used [expired device used]. Rha4 in cheeks [off label use]. Case narrative: united states report received from a nurse via a company representative on 26-jul-2024, refers to a female patient of unknown age, who has received rha 4 on unknown date in (B)(6) 2024 (reported as approximately four months ago) for an unknown indication. The patient's medical history was not provided. Concomitant medications included rha redensity injected around the lips and mouth in (B)(6) 2024. The patient's previous cosmetic procedures included: in 2023, the patient received filler (unspecified) in her lips; in 2020, the patient received voluma (hyaluronic acid) in cheeks; and on an unknown date, the patient received unspecified fillers: galderma and allergan (unspecified) without reaction. Co-suspect medications included skinvive (hyaluronic acid) injected in the lower face in (B)(6) 2024. 2 syringes of rha 4 were applied into the cheek via needle technique. Rha 4 was placed subdermal and some superperiosteal. It was not reported if cannula was used for the administration. Batch number: 220627b0, expiration date: 11-feb-2024. On the same day, the patient received rha redensity around the lip and mouth and skinvive (hyaluronic acid) in the lower face. On that day, the patient received a total volume of 5,4 ml. Initially, the patient did not have swelling where the filler had been placed. On an unknown date in mar-2024 (reported as 10 days after filler treatment), the patient had a trauma in her life (unrelated to filler) and spent 3 weeks crying and rubbing her face a lot. On an unknown date in (B)(6) 2024, the patient experienced severe swelling. Final diagnosis was angioedema. The nurse dissolved the filler in case swelling was a part of the hypersensitivity reaction to the filler. 7 vials of hylelex (hyaluronidase human injection) were administered, which had an immediate effect but seemed to have worn off once the oral steroids were finished. The patient was taking 8 weeks of doxycycline and was taking a medrol (methylprednisolone) dose pack/steroid taper. The patient experienced diffuse edema throughout her face, but most of the swelling was in the cheeks around where rha 4 had been placed, though it was not exclusively localized to this area. There did not appear to be any swelling where rha redensity had been placed. Diffuse swelling immediately followed the prednisone taper. The physician wanted to treat her as an infection while also treating her if there were a reaction to the filler with steroids to see how she responded to both treatments. The physician wanted to rule out other possible causes of angioedema before continuing to treat it like a filler reaction, so the patient was scheduled to meet with her primary care physician, an immunologist and a rheumatologist in the following weeks to undergo further testing for alternative causes of the reaction. At the time of this report, the outcome of the event angioedema was not resolved. The intensity of the event angioedema was not reported. However, the company assessed the event as serious. It was unknown if the rha4 was available for return. Health effect: clinical code e1702, angioedema. Health effect: device code a23, use of device problem. Health effect: device code: a2304, off-label use. Health effect: device code a210101, expiration date error. This is one of two reports concerning the same patient (linked with mcn# us-rev-2024-000435). Follow-up information received on 02-aug-2024, included: event diagnosis provided (event recoded from swelling to angioedema), suspect product updated (rha redensity changed from suspect product to concomitant), linked case added, event angioedema updated to serious, treatment information and description of event provided, expiration date of rha 4 added. Narrative updated accordingly. Company comment: the causal relationship between rha4 and reported angioedema is assessed as possible based on the occurrence of swelling predominantly in the areas treated with rha 4, coupled with the partial response to hyaluronidase and steroids. Stress is a plausible alternative etiology. No medical history or concomitant medications were reported precluding a comprehensive assessment. The company will continue monitoring the benefit-risk profile for the product.